Event description:
Consumer called to report pen needle broke off in abdomen of 15 year old daughter. Went to the ER, x-ray was performed and pen needle was seen. Was then sent to surgeon. Numerous attempts were made to follow-up, but no additional information has been received to date.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check run on lot given, yielded several additional complaints, none of which were related to needle break-off. No obvious trends have been noted to date. Will continue to monitor on monthly trend reports.